Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis and the complaint was confirmed. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the yaw searchlight assembly with error 32056 and 1123. During testing, the yaw searchlight flat flex cable (ffc) was tested and verified as the source of the fault. The root cause is attributed to a faulty yaw searchlight ffc, causing communication issues within the usm2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the customer identified error 32056 on universal surgical manipulator (usm) 2. There was no report of patient involvement or patient injury.